Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter during procedure. Vessel anatomy was reported to be normal with no tortuosity and soft to moderate plaque morphology. It is reported that the balloon ruptured at 12 atm upon inflation. There was no patient injury. There was no embolization. Another balloon was used to complete the procedure.